Event description:
It was reported that the patient's t12 lead was fractured, potentially from being in a car accident. As a result, surgical intervention was taken to replace the lead. Issue has been resolved.